Event description:
Reporter indicated that pt's generator was explanted due to a staph infection. No other info was provided at the time of the initial report. Attempts to obtain additional info have been unsuccessful to date.